Event description:
It was reported that the device did not recognize the hold of cassette. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged/detached downstream occlusion (dso) seal. Functional testing noted a defective latch sensor. The reported problem was able to be duplicated. The dso seal and latch sensor were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.